Event description:
The physician attempted closure of an arteriotomy site with the starclose device following an interventional procedure. As the sheath was being split, "it buckled like an accordion and detached from the device." Reportedly, the safety release button was incorrectly pushed. The operator was advised to use the tip of a blunt instrument to slide the safety release button down, to close the actuator wings, before removing the device. Before removal, the physician left the device in the patient's groin for 2 hours to allow the anticoagulant, angiomax, to wear off. At last report, the patient was "fine."

Manufacturer narrative:
The device was returned for analysis. There were no abnormal observations with the condition of the returned device that could have contributed to the reported complaint. Review of the device history record for this lot did not produce any findings relevant to this report.